Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the second of two devices used on the same patient. It was reported to boston scientific corporation that an obtryx sling system was implanted into the patient during a procedure performed on (B)(6) 2018. On (B)(6) 2019, the patient was implanted with advantage fit blue system. As reported by the patient's attorney, the patient has experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2019, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2401 captures the reportable event of unspecified injury. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during a procedure performed on (B)(6) 2019. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific corporation received additional information on january 12, 2022 as follows: an obtryx sling system was implanted into the patient during a procedure performed on (B)(6) 2018. On (B)(6) 2018, the patient presented with urinary incontinence, occasional muscle soreness in the vaginal area when sitting, and bladder pain. Upon examination, the physician found the right arm of the obtryx sling was exposed about one centimeter and was tender to palpation. The patient then underwent urodynamics testing on (B)(6) 2018. Findings were sensory urgency, stress incontinence, voiding dysfunction, mesh exposure, and bladder pain. Mesh erosion was noted at mid to distal urethra during a cystoscopy performed on (B)(6) 2019. On (B)(6) 2019, the patient was diagnosed with midline cystocele. After discussing treatment options, the physician referred the patient for surgical excision of the obtryx sling.